Event description:
The customer and certified pump trainer initially stated that the insulin pump was not reading the reservoir amount correctly. Troubleshooting was performed and the insulin pump passed the self-test. The displacement test was performed and the insulin pump alarmed motor error during the test. It was then stated that the customer had been treated by the paramedics six days ago for low blood glucose. The blood glucose reading was 19 mg/dl and that the customer had to be revived. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event.the device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.